Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was torn but not separated. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic removal of the splenic cyst, three devices were used. After about 20 minutes since the surgery began, the tissue pad of the first device fell inside the patient. The fragment was retrieved. The user exchanged the first device for the second device and continued the procedure. After 5 minutes of use, the tissue pad of the second device was separated. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the separation of the tissue pad of the second device.